Event description:
The customer reported the ac indicator power indicator light always stays lit, even when the device is not plugged in. The customer does not know whether the battery is charging. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac indicator power indicator light always stays lit, even when the device is not plugged in. The customer does not know whether the battery is charging. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.